Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force feedback cadiere forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 0.2785" from the distal tip. A piece measuring proximately 0.2815¿ x 0.11¿ was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse such as scratch marks/abrasions near distal tip. Additional observations related to the customer reported complaint: the instrument was found to have the main tube holder broken. Pieces of the main tube holder measuring approximately 2.49mm x 1.51mm and 3.59mm x 1.67mm was not returned with the instrument. As a result of the broken main tube holder, the main tube assembly was found to be dislodged from its normal position. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during central processing, the 8mm force feedback cadiere forceps instrument tip was damaged. There was no report of patient involvement or patient injury.